Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Batch # m5468l. Device analysis: the analysis results found that the ntlc75 instrument was received with no apparent damage with a cartridge reload present. The cartridge reload was received fully fired and with the swing tab in the locked position. In addition, the cartridge was received with the pan and knife missing and both gripping surface broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition noted on the reload is consistent with an improper loading technique. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a duodenum transaction in pppd, the blade suddenly locked and could not proceed at the middle of the jaw, so the surgeon changed another device and finish the operation. There was not reported patient consequence.